Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 5/13/2021. H.6. Investigation: one 30852 sample was received for investigation with residual fluid present in the line; no packaging was received with the sample, however the customer indicates the affected lot number to be 20035394. A visual inspection of the sample identified a crack to the female luer component. Leakage was confirmed from the damaged component after a flush through; no other source of leakage was observed throughout testing. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 20035394 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Previous complaints of this nature have been caused or contributed by a combination of different factors, including; over-torque of the component during connection with the male luer, use of a male luer that is not compliant to iso standards, or prolonged use of substances that are aggressive to plastics. In this instance the connecting product in use at the time of the customer's experience was not available for investigation and therefore it has not been possible to confirm if this may have contributed to the customer's experience.

Event description:
It was reported that the y-set w/antisiphon vlv experienced cracks/microchannel issues, and leakage. The following information was provided by the initial reporter: a small crack noted in the junction (y port) where IV fluid is connected as background infusion with pca line, causing small drops of leakage from the site. Details of injury (to patient, carer or healthcare professional): no injury. Action taken (includes any action by patient, carer or healthcare professional, or by the manufacturer or supplier): patient declined use of pca as she did not require it. Pca was discontinued and set was removed.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the y-set w/antisiphon vlv experienced cracks/microchannel issues, and leakage. The following information was provided by the initial repporter: a small crack noted in the junction (y port) where IV fluid is connected as background infusion with pca line, causing small drops of leakage from the site. Details of injury (to patient, carer or healthcare professional): no injury. Action taken (includes any action by patient, carer or healthcare professional, or by the manufacturer or supplier): patient declined use of pca as she did not require it. Pca was discontinued and set was removed.